Event description:
Boston scientific received information that prior to a routine device change out procedure, this right atrial (ra) lead exhibited an out of range pacing impedance measurement. Noise was also reported on the lead. During the device change out this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.